Event description:
Incorrect behavior. Patients knee gave out under them, and they would like to have it checked out to see if it was due to the knee malfunctioning. Patient just came from physical therapy that he had for an hour. He was leaving and walked to the elevator and the knee collapsed under him. Broke hip and had to have surgery.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.